Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration, associated with shifting in clip position after deployment, appears to be related to the reported leaflet perforation. The reported difficult or delayed positioning was associated with the difficulty orienting the clip to the line of coaptation, and it was related to imaging challenges. The reported image resolution poor was associated with challenges with imaging. The reported tissue injury (leaflet perforation) was related to challenging anatomy with degenerative leaflet tissue. The reported unchanged mr was a result of the tissue injury and subsequent clip movement. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), a tethered posterior mitral leaflet (pml), eccentric jet to posterior wall, and elliptical effective regurgitant orifice area (eroa) for a mitraclip procedure. It was noted that imaging was challenging. The first clip was placed central on the anterior and posterior leaflets. The second clip was placed lateral to the first. Three grasps were attempted and there was no difficulty. The first two attempts at orientating the clip to the line of coaptation was not optimal and noted to be difficult due to imaging. Tension was released while closing the clip. While clip was still attached to the cds, there was no sign of perforation. Before deployment, a good result in mr reduction was achieved. After deployment, an eccentric jet to the posterior wall was noted, and the origin was at the anterior mitral leaflet (aml) at the tip of the clip arm. Leaflet injury was noted. There was no movement of the clip in fluoroscopy, and the clip was stable on both leaflets. In the inter-commissure, the clip appeared to be higher and not perpendicular to the valve plane as before (3d imaging was very challenging). Per the physician, it was possible that the valve tissue was degenerated and therefore more prone to perforation. The mr remained unchanged at grade 4. There was no clinically significant delay. The patient was transferred to intermediate care unit (imc) as per standard procedure. No additional treatments were performed.